Event description:
On september 18, 2006 the lay user/patient contacted lifescan alleging a power issue (does not turn on) with her one touch ultra meter. The medical affairs specialist obtained the following information from the customer care advocate' s documentation. The patient attempted to test in 2006, morning, but was unable to obtain a meter reading. She took her usual dosage of 500 mg metformin before lunchtime. Approximately 2pm, the pt felt "low" and had the shakes and administered self-care with fruit and juice; however, she did not attempt to test on the meter since it was not powering on. This complaint is being reported due the following conclusion: the customer care advocate (cca) verified that the meter powered on with the power button; however, the meter did not turn on with the insertion of the test strip. The patient was unable to test on her meter and then developed low blood glucose symptoms. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.